Event description:
A data error alert was reported by the caller, occurring after the pump ship date. The customer's blood glucose level at the time the issue was noticed was 187 mg/dl, which is within the normal range. The alert did not previously occur with the same pump, and no personal profiles or settings were erased. Technical support informed the caller that while some history logs might have been erased, the therapy remained unaffected. The customer acknowledged this and decided to continue using the pump for insulin therapy.